Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was receiving a shocking sensation from her thoracic system. The sjm representative met with the patient and determined the impedances were within normal limits. An x-ray was taken which showed the lead had pulled out of the header of the ipg. The physician opted to explant and replace the ipg to address the issue.